Event description:
This is a report of a colleague infusion pump with a damaged battery. The reported condition occurred during power up. There was no patient involvement, injury or medical intervention. This device utilizes user interface module master software version 5.09.90 categorized as unremediated. No additional information is available.

Manufacturer narrative:
The condition of damaged battery was confirmed due to a damaged battery. The main battery and harness was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery was found to have resulted from user-error. Should additional information be received, a follow-up medwatch will be submitted.